Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip became overheated and kept going into the standby mode at 54, 109 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's cap was found to be detached; the fiber broken proximal to the adhesive zone. The glass cap was not returned. The metal cap showed signs of char and detritus. There was no indication or report of any part of the device remaining inside the patient. The identified issues may activate the fiberlife function which will modulate the power showing a pulsing beam or the system would be placed into a standby mode. The detached glass cap could also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.